Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Patient has been experiencing an increase in seizures lately and has since been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The explanted generator was received and underwent product analysis. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.844 volts, and the memory locations on the generator indicated that 79.437% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance, or any other type of adverse condition found with the pulse generator.